Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check patient line alarm during the initial drain on the homechoice machine (hc). The nurse stated there were air bubbles in the line. The technical service representative (tsr) assisted the nurse to end therapy. The tsr assisted the nurse to reset up the hc. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was not identified.